Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient has been received ¿high¿ cgm readings which the patient was giving insulin for via the tandem insulin pump. The patient fell asleep but ended up waking up with nausea. At this time, the patient¿s daughter tested his bg meter reading, and it was 39 mg/dl while the cgm was reading 314 mg/dl. The patient¿s daughter called 911. When emergency medical services (ems) arrived, the patient was treated with a glucagon injection. The patient¿s bg meter reading after treatment was 110 mg/dl (no cgm comparison provided at this time). The patient was not transported to the hospital. The patient was stable at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.